Event description:
Ventilator was on a pt who had pericardial window and ready to wean. Pt was currently on vent setting CPAP of 0 50% and +10 pressure support, however the pt was not receiving pressure support with every breath. The pt was able to be weaned off the ventilator within 2 hours of the unit malfunctioning.